Event description:
It was reported a spectrum pump had nuisance downstream occlusion alarms during biomed testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported nuisance downstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The pump did pass testing per the spectrum svc manual, but the fluid readings from the downstream sensor were above spec with a fluid filled set which was determined to be the cause of the reported condition. The pump was calibrated per baxter's svc procedure to correct this condition.